Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of both haptics torn off. The lens was returned dry. Due to the condition of the lens, the lens length could not be re-measured. The lens width was re-measured and was confirmed to be according to specifications. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (eg, patient age below 21 or over 45 years, acd below 2.8 mm for icl/ticl and below 3.0 mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to lens rotation not associated to a low vault. The patient experienced monocular diplopia. The patient's post-op bcva was 20/15.

Manufacturer narrative:
(B)(4): lens not returned.